Event description:
A malfunction was reported on the pump, indicated by the user as displaying malfunction code 6. Customer¿s blood glucose (bg) level was 306 mg/dl. Technical support assisted the customer in resetting the pump after identifying a communication error with the memory and provided guidance on how to proceed if the issue recurred. The customer acknowledged the instructions and understood to continue using the pump and to contact support if the malfunction happened again.